Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the cadiere forceps instrument jaw was broken while the surgeon was dissecting, and a fragment fell into the patient. The fragment was retrieved with the use of a backup instrument (robotically and laparoscopically). It was unknown if the instrument collided with another instrument while in use. The instrument wrist was straightened upon removal. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 28-apr-2022: it was unknown if the instrument was inspected prior to use and there were no issues with the instrument prior to fragment breaking off. All fragments were retrieved as the surgeon looked around the abdomen and visually confirmed that the fragment matched perfectly with the device's jaw. A laparoscopic grasper was needed to remove the fragment. No post-operative tests were performed. It is unknown if the cadiere forceps instrument potentially collided with another instrument, liver retractor, or hard material to cause the instrument jaws to be broken. The instrument was only used for few minutes and the issue occurred very early on in the procedure. There was no resistance felt upon final removal of the instrument through the cannula. There was no damage observed to the cannula after the event occurred. There was no report of patient harm or injury. It is unknown if the patient returned to the hospital due to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the reported complaint. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.20" x 0.6¿ was found to be broken off the yaw pulley. The broken piece was not returned. No cables at the distal end showed any signs of fraying or breakage. The root cause of this issue is typically attributed to user mishandling, such as excess force applied to the instrument jaws. Root cause of the failure mode was attributed to mishandling/misuse. A review of the instrument logs for cadiere forceps (part# 470049-07 / lot# n11200330 / sequence # (B)(4)) associated with this event was performed. The instrument was last used on 11-apr-2022 on system serial# (B)(4) with 2 uses remaining. A review of the provided image was consistent with the alleged instrument broken jaw. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.